Event description:
The user facility reported that a patient procedure was cancelled as a result of their system 1e processors not operating properly. The patient procedure was successfully completed two days after the originally scheduled date.

Manufacturer narrative:
A steris service technician inspected the user facility's three processors and found one unit evidenced a drain check fault and the other two would not fill properly due to the incoming water being out of specification. The technician replaced the check valve and pressure transducer on the unit evidencing a drain check fault and placed the unit back into service. The user facility has agreed to install a water temperature booster to ensure the incoming water temperature is within specification on all units. The units have remained in service and no further issues have been reported.